Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pain during the night. It was also noted that the right atrial (ra) and right ventricular (rv) leads were sticking up. The leads remain in use. No further patient complications have been reported as a result of this event.